Event description:
Customer reportedly exhibited hypoglycemic symptoms and subsequently lost consciousness. The patient was tested with a result of 111mg/dl on the device while she was unconscious. The paramedics were called, but prior to their arrival, the caller states the customer tested 34mg/dl on the device. The paramedics arrived and tested customer at <20mg/dl on their device. Customer was given a glucose injection. No quality controls were used. Requested return of suspect device and replacement was sent.